Event description:
This report is for use error-hp disconnecting and reconnecting to an uncapped line. During troubleshooting, the baxter technical representative (tsr) enquired if the home patient(hp) had capped the patient line. The hp stated 'no'. The tsr assisted the hp to end therapy and advised to inform the registered nurse(rn) about the hp disconnecting and reconnecting to an uncapped line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information received: the complaint for use error - breach in aseptic technique was confirmed. As per the complaint, the patient disconnected and reconnected to an uncapped line. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.